Event description:
This lead was explanted and replaced due to lead fracture, noise and high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 5 cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragments. The insulation was particularly abraded through 5 cm proximal to the lead tip. This damage can be considered the root cause of the clinical observations. Based on the characteristics of the findings, it is reasonable to assume that the lead was subject to severe mechanical stress due to interaction with atypical cardiac tissue in the area of the tricuspid valve. Further analysis showed cuts in the insulation with blood infiltration. The distal part of the lead was found pulled out of the ring electrode. The fixation helix was deformed. These damages most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.